Manufacturer narrative:
D1, d3 (email address), d4 (model number and catalog number) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, following an incident and various tests, the diode remained orange. Preliminary analysis revealed that the reported behavior most probably resulted from a damaged power supply connector.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, following an incident and various tests, the diode remained orange. Preliminary analysis revealed that the reported behavior most probably resulted from a damaged power supply connector.

Event description:
Reportedly, following an incident and various tests, the diode remained orange. Preliminary analysis revealed that the reported behavior most probably resulted from a damaged power supply connector.